Event description:
Microdislodgement of lead post op day 1. Required surgical intervention to reposition lead. On (B)(6) 2012, rwave measurement at implant 8.0 mv. On (B)(6) 2012, rwave 1.9-5.8 which as next post operative day.